Event description:
It was reported that a sleeve gastrectomy was performed on (B)(6) 2012. The patient presented about a week later with a fever. She was diagnosed with a uti and treated with antibiotics. Since then the patient has been hospitalized several times for recurrent fevers. She has had an egd and ugi to test for a leak, both of which were negative. Upon x-ray a small shadow was noted near the spleen. She is currently hospitalized again.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: dr also provided an update to let me know that he had discussed the patient with the surgeon who had admitted her into the hospital. Based on that conversation, dr said they still aren't convinced that the patient has a leak. The patient is being treated for pneumonia, and depending how she responds to that treatment will help them determine if there's a likelihood of a leak. What does he believes is the cause of the fever? Unknown. Were there any difficulties with the device during the initial procedure? No. On what tissue type was the device used? Gastric. At what location on the tissue? Sleeve creation. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. What color cartridge was being used? Green and gold. What other color cartridges were used before and after this event? Green and gold. Was buttressing material utilized? Usually yes. If so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. If so, what? N/a. Were there any malformed staples noticed? No.